Manufacturer narrative:
The insulin pump received with no button response due to flattened esc button dome switch. The insulin pump received with cracked case at display window corner and minor scratched display window.

Event description:
It was reported that the customer had a buttons unresponsive on the insulin pump. The customer's blood glucose 104 mg//dl. The customer insulin pump has no physical damage and has not been exposed to moisture. The customer was advised that the insulin pump could be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.